Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a cataract extraction with intraocular lens implant procedure the unit stopped emulsifying. The handpiece was exchanged along with re-booting the system. The surgeon noted that during the procedure the system didn't work like it should. The surgeon was able to complete the surgery with the same unit. There was no harm to the patient.